Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter, model#8596sc, sn (B)(4), found no significant anomalies. Analysis of the catheter, model#8709, sn (B)(4), found a damaged area located 15.5-16.5cm from the distal end. The damaged area was a combination of compression and abrasion. Two separate fractured areas were also found located at 16.8cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an increase in pain starting at an unknown time. The healthcare professional (hcp) thought there was a leak/break in the spinal (distal) segment of the catheter. A dye study was performed and confirmed the leak/break. The pump and catheters were explanted. It was reported the system was not replaced due to an infection. It was later reported there was not an infection. A culture was obtained from the device pocket and sent to the lab; results were negative for infection. The pump pocket was noted to be discolored. Perioperative antibiotics were administered. The plan was to re-implant in 6-8 weeks after the patient. The patient recovered without permanent impairment. At the time of the explant, the pump contained preservative-free saline. The pump had been filled with saline for months prior to the system removal. Prior to saline, the pump contained dilaudid, clonidine and bupivacaine.